Manufacturer narrative:
Philips service replaced the transformer and en100 board and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that generator transformer and en100 board failed, causing no x-ray on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.